Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - drill. Visual inspection of the returned device found an unknown pin seized in one of the guide holes. Eight of the guide holes were found to be conforming one was found to be non-conforming as has burrs in the hole. The guide and pin exhibits signs of repeated use. DHR review cannot be performed for the drill bit as part and lot is unknown. Insufficient information provided to perform a compatibility check. Complaint history search cannot be performed for the drill bit as part and lot is unknown. No medical records were provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 32-472711 cps shrt sm drill guide 5 hole lot# 044120. MDR: 0001825034-2022-02448.

Event description:
It was repoted upon drilling pilot holes for transverse pin, the drills got lodged in the guide and were unable to be removed. No patient harm.